Manufacturer narrative:
The subject product was returned for evaluation. Broken fasteners were returned with the sample. Initial evaluation of the sample finds no damage in the device and the device can be fully articulated. The functional evaluation of the sample results in the deployment of the fastener without any issues. Internal component evaluation found that all the inner components in place with no anomalies found. Evaluation of the returned sample did not reproduce the reported event that the device deployed broken fasteners. Based on the sample evaluation and investigation performed, the root cause of the broken fasteners is the result of user / device interface while attempting fixation into coopers ligament as reported. Review of manufacturing records indicate product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. To date, this is the only complaint reported for this manufacturing lot of (B)(4) units released for distribution in march, 2021. The instructions-for-use supplied with the device states "care should be taken not to use excessive counterpressure as this may damage the distal tip of the device as well as the mesh and/or tissue. Place the tip of the optifix" absorbable fixation system at the desired location perpendicular to the mesh or tissue and apply adequate counterpressure." Additional precaution section of the IFU states " insertion of fasteners is possible into some collagenous structures such as ligaments and tendons, but is not possible directly into bone or cartilage. This may damage the device and result in compromised fixation strength." Sample evaluated.

Event description:
As reported, during laparoscopic inguinal hernia repair procedure on (B)(6) 2021, the bard/davol optifix at device was used to fixate an unknown mesh. It was reported that the tip of the device slightly curved without the surgeon articulating it, and broken fasteners were deployed. The surgeon removed the broken fastener from the patient's body; none of the fasteners used fixated the mesh. The device was dry fired outside the patient's body and released broken fasteners. As reported the surgeon was fixating around cooper's ligament when the issue presented. As reported, another bard/davol optifix at device was used to complete the case without any issues. The surgeon is an experienced user of the device. There was no reported patient injury.